Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation.

Event description:
It was reported that the patient had decreased hearing with the soundbridge over the past several months. Multiple audio processors have been sent in for repair. The patient came into the clinic and was fitted with two loaner audio processors (at maximum settings). The patient was able to be fit successfully with behind the ear hearing aids from the clinic's stock. Audiometric results indicated no change in air or bone conduction thresholds.